Event description:
The customer stated, that her meter had been reading with a decimal point. It was verified the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no prodct will be returned for evaluation.